Event description:
The pacemaker, which was implanted in 1999 could not receive telemetry during the first post-operative follow-up. Further, no protection program could be transmitted. An inspection of pacemaker function using an ECG recorder with and without application of a magnet showed that stimulation was in the power-on-reset program. The pacemaker was then explanted.